Event description:
During a routine follow-up, the device has reset. Further interrogations and programmings were unsuccessful. Based on the known crystal anomaly, the decision was made to explant the ICD.